Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and observed vacuum leakage test failed during drive manifold test. Fse replaced safety disk to resolve the issue. Device passed all functional check and safety tests according to factory specifications. Pending to deliver back to customer. On (B)(6) 2024 delivered machine back customer. Device was safe and returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had vacuum leakage test failed. There was no patient involvement.